Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used in the abdomen epigastric region during a peg (percutaneous endoscopic gastrostomy) procedure performed on (B)(6) 2024. During the procedure, the internal bumper came out while pulling the peg dilator tube through the abdominal wall. The procedure was completed with another endovive standard peg kit pull method. There were no patient complications reported as a result of this event.